Event description:
It was reported that the customer had high blood glucose levels. No exact blood glucose levels were provided. The customer reported an urgent care visit while on vacation on (B)(6) 2014. The customer indicated having symptoms consistent with high blood glucose levels including vomiting and dizziness. The customer was treated with short term insulin every two hours. The customer was wearing the insulin pump at the time of hospitalization. The customer also reported a button error alarm from the insulin pump. No additional information was provided.

Manufacturer narrative:
Findings: unit alarmed button error and had no button response due to corroded keypad traces. Unable to perform the functional test including the displacement test, rewind, basic occlusion test, occlusion test; prime/a33 test and the excessive no delivery test due to non button response. Unit had minor scratched display window, cracked case at display window corner and cracked reservoir tube lip. Please refer to manufacturer's report no. 2032227-2014-68730 as it relates to the same event.